Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process. The seal was removed without damaging the anastomosis. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the seal separated approximately between the fifth and sixth windings. The complaint is confirmed. Corrective action has been initiated to address this failure mode.